Manufacturer narrative:
(B)(4): evaluation results: (gi bleed and revascularization).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent (unknown size) was implanted in the mid lad during index procedure. Patient was asymptomatic at 30 day follow up. Approximately 5 months post index procedure, patient required a ptca revascularization of the proximal lad. One endeavor sprint rx drug-eluting stent (3.00 x 18mm) was implanted. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 6 month follow up. Approximately 10 months post index procedure, unstable angina was reported. Investigator described angina pectoris during sporting activities. On the same day as the reported unstable angina, a balloon revascularization of the proximal lad was carried out. Indication for revascularization was positive history of recurrent angina pectoris and objective signs of ischemia at rest or during exercise test, presumably related to target vessel. It was reported that the patient suffered a gastrointestinal (gi) bleed caused by instrumentation during a biopsy approximately 18 months post procedure. Investigator indicated that event was not related to the study stent. It was reported that at 1 year, 1.5 year and 2 year follow-ups patient was asymptomatic/free of symptoms. It is reported that there was a CABG revascularization carried out approximately 29 months post index procedure. There were 3 lesions treated but details of lesions treated has not been provided to date. Investigator indicated that event was not related to the study stent or study procedure. Patient was asymptomatic/free of symptoms at 2.5 year follow up. (Ref MDR # 2953200201001094).